Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected complaint sample was returned and evaluated against the reported event. Visual inspection confirmed foreign debris is present inside the sterile packaging and the sterile packaging remains sealed. DHR was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.